Manufacturer narrative:
Date sent to the FDA: 11/03/2009. Blade seized/stopped - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a total hysterectomy and ovarian cystectomy in 2009. During the procedure, the device was functioning fine and then the blade stopped cutting the uterine tissue. Another device was used to complete the procedure with no adverse pt consequences.